Event description:
It was reported that during a surfing session, this patient with a subcutaneous implantable defibrillator (s-ICD) system received 5 inappropriate shocks due to over-sensed noisy signals. There was a previous history of untreated over-sensed noise. The patient was subsequently seen in-clinic where sensing vector assessment and a stress test were performed which reproduced the noise. The physician elected to reprogram the device sensing vector to alternate and continue with close remote monitoring. Recently, additional shocks were delivered during physical activity. Technical services was contacted and provided programming recommendations. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.